Event description:
The patient bent over and felt his leads pull. The patient lost stimulation sensation. The device was fully charged and was able to adjust stimulation levels. The device was reprogrammed successfully at lower amperage with as good or better coverage. The impedance check was ok. An x-ray was taken (date not reported) and it appeared the right quadripolar lead may have pulled down and laterally, but no baseline x-ray was available for comparison.